Manufacturer narrative:
Additional information on the reported issue was obtained from the customer. Customer stated blood glucose levels were not impacted due to the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believed the pump stopped calculating their carbohydrates after they eaten. Customer stated if their blood glucose levels began to elevate, the pump was not calculating carbohydrates already consumed. During troubleshooting with tandem technical support it was determined that the customer was not inputting their carbohydrates consumed prior to eating.